Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the display remained gray. Customer¿s blood glucose was 338 mg/dl with high ketones. Reportedly, the customer reverted to an alternate method of insulin therapy.